Manufacturer narrative:
A review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l devices: 904712/tgt3415, 8945554/tgt3420.

Event description:
On (B)(6) 2011, the pt presented with a ruptured acute thoracic dissection. The pt was implanted with three gore tag thoracic endoprostheses. The pt tolerated the procedure. On (B)(6) 2011, the pt presented with weakness of the left side. The cause was thought to be spinal chord ischemia. A spinal drain was placed. On (B)(6) 2011, the spinal drain was removed. The pt has residual weakness on the left side, but is still improving.